Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00877703603 lot number: 2907478 brand name: biolox head, catalog number:00625006530 lot number: 62163455 brand name: bone screw, catalog number:00771101520 lot number: 62089314 brand name: 62089314, catalog number: 00631006436 lot number: 63336819 brand name: xlpe liners. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00380 . Medical records were provided and reviewed by a health care professional. The patient underwent a revision procedure on due to chronic pain and wound drainage. The patient was worked up for infection but no positive cultures / infection was confirmed. The area that had been draining communicated with a hole in the fascia. This fascia was incised and the sinus was removed. The acetabular component was removed with minimal to moderate force. There was no bony ingrowth on the surface of the shell. The liner and head were also removed without complications. A zimmer continuum acetabular component 66mm, 2 screws, poly liner 36mm, and a biolox delta head with titanium sleeve were used to complete the procedure. Desired fit was achieved. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that patient underwent a left hip revision approximately 2 months post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.